Event description:
It was reported that during a pulsed field ablation procedure, it was suspected that the catheter array was deformed. The slide control was pulled and it was difficult to operate. The array did not straighten making it difficult to retract into the sheath. The catheter was retracted into the sheath and removed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012684007 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment on the spiral array segment, the electrodes # 1 to # 7 were observed to be displaced, the spiral array pebax tube was observed to be kinked, on the spiral array segment, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed open loops on electrode wires #1 to #7. In conclusion, the catheter failed the return product inspection due to the proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area, an electrode on the spiral array observed to be displaced, spiral array pebax tube observed to be kinked and an electrode wire to electrode detachment was observed in the spiral array. The reported "capture device" issue was not observed/reproduced with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.